Manufacturer narrative:
Result of investigation: the customer complaint cannot be confirmed - endoscope works perfect over hours. Most likely, the connector has not been plugged in complete and came loose over time. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon could not pass a 200 micron laser fibre down the channel. The laser nurse also tried and could not pass the fibre down. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).